Manufacturer narrative:
(B)(4). The distributor in (B)(6) determined that the most likely cause of the reported event was a malfunctioning turbine assembly. The distributor in (B)(6) was shipped a replacement turbine assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(6) for the return of the alleged faulty turbine assembly for evaluation. As of april 29, the alleged faulty turbine assembly has not been received.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion failure analysis lab technician noted during evaluation: the vela turbine & turbine interface assy was received for evaluation. The components were installed into a functional unit and powered in patient mode and the turbine was non-operational. This is a known issue with the turbine interface data being corrupt rendering the turbine inoperative. Replaced the turbine interface assy with a known functional turbine. The turbine operated but has noticeably noisy bearings. The turbine/interface were received in non-esd packaging , no further investigation will be performed. Reported problem was duplicated. This is considered a known issue addressed with an internal action.

Event description:
The distributor in (B)(6) reported that the device alarms "motor fault" when powered on and does not ventilate.